Event description:
Earlier this year, our facility had 16 reports of spiros connections leaking chemotherapy. During this time an internal investigation was performed and the manufacturer was notified. Defective product was returned to hospira / ICU medical for their review. We were informed by the manufacturer that there was an incompatibility issue between the "thin ring" or updated microclave and spiros that was contributing to our product failures. Arrangements were made to use the compatible clave needless connector in conjunction with the spiros until the microclave / spiros issue could be corrected. By may of 2010 the updated spriros had become available that addressed both the microclave/ spiros compatibility as well as the need to increase the cracking pressure of the spinning feature. Since that product update our facility has seen a dramatic decrease in the reported problems with the spiros.====================== health professional's impression======================inompatibility issue between the "thin-ring" or updated microclave and spiros product, which caused some minor leaking of medication.====================== manufacturer response for spiros --closed male connector with red cap, spiros======================I wanted to take this opportunity to clear up some misunderstandings related to the spinning spiros product.(1) an un-related problem existed with the microclave male adapter plugs and was resolved by making the stop-ring narrower. Doing so allowed an IV set, for example, to attached more securely to the microclave.(2) while this solved one problem an un-anticipated result occurred when the spiros connector was attached to the microclave. It actually allowed the spiros connector to engage too tightly, resulting in an occasional leak.(3) ICU medical made changes in the existing spiros connector that 1) increased the spiros interior pin so that it would engage properly with the microclave, and 2) increased the amount of torque required to attach more firmly before the user would hear/feel the cracking sound, which would engage the spinning action ( a safety feature to avoid a potential disconnection).ultimately, the z7073-01 will revert back to the original order number 20130-01, but not until we can be sure that all facilities will only recieve the "revised" spinning spiros connector.